Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiovascular unit manager that the patient was admitted to the hospital with creatinine rising from 1.2 to 2.1 and power values slowly increasing. The patient was intubated and a ramp speed study was performed in the ICU which showed minimal left ventricular decompression when the pump speed was increased from 8800 to 10000 rpms. The aortic valve was opening every beat. A lv gram was performed and dye swirled in the left ventricular; however, minimal dye went through the aortic valve and outflow graft to the aorta. A pump exchange was performed due to suspected thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.